Event description:
Related manufacturer reference number: 3006705815-2023-05614. It was reported from diagnostic reports that the patient's leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein one lead was explanted and the other was repositioned to address the issue. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.